Event description:
The patient reported that the implantable neurostimulator (ins) was not controlling their urine output, and when she leaned to the right, she would get a "nasty shock" on the right side. It was also indicated that they had a return of symptoms about four to five months prior to the report, and the stimulation hurt depending on what position they were in about a month ago. It was reported that it occurred intermittently. It felt like they were being electrocuted. It was noted that the patient fell, but the issues were present prior to the fall. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up letter from the patient indicated that the pain she had experienced was resolved, the fall and symptoms related to the fall had resolved, though the patient was continuing to do therapy. The patient reported that she was still experiencing trouble controlling urine. According to the patient the doctor is "going to re-align the wires in 2 days," and the patient has some lingering pain "in the magnet area."

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.